Event description:
The trilogy ev300 ventilator was returned to the third-party service center for service. The device was not in use on a patient at the time of the occurrence. During the evaluation the trilogy ev300 ventilator failed the pretest test step and the technician recommended replacing the replacing 3 way solenoid valve & proportional valve (aecm) to address the issue. The trilogy ev300 still failed testing after replacing 3 way solenoid valve & proportional valve (aecm), therefore, the device was returned to the technician for additional evaluation. Next, the technician replaced the system printed circuit board assembly and upgraded the software rev. 1.0.5.10.00. The technician performed the final test and the device failed. The technician troubleshot the device and when turned on in-patient treatment mode, a ventilator inoperative alarm -red screen occurred. The error logs were reviewed and multiple errors leading to blower failure were observed. A blower calibration was performed and was unsuccessful. The root cause isn't confirmed at this time. The system does not meet the specification for the performed service and is not returned to use. The device will be further investigated. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the trilogy ev300 ventilator was returned to the third-party service center for service. The device was not in use on a patient at the time of the occurrence. During the evaluation the trilogy ev300 ventilator failed the pretest test step and the technician recommended replacing the replacing 3 way solenoid valve & proportional valve (aecm) to address the issue. The trilogy ev300 still failed testing after replacing 3 way solenoid valve & proportional valve (aecm), therefore, the device was returned to the technician for additional evaluation. Next, the technician replaced the system printed circuit board assembly and upgraded the software rev. 1.0.5.10.00. The technician performed the final test and the device failed. The technician troubleshot the device and when turned on in-patient treatment mode, a ventilator inoperative alarm -red screen occurred. The error logs were reviewed and multiple errors leading to blower failure were observed. A blower calibration was performed and was unsuccessful. The root cause isn't confirmed at this time. The system does not meet the specification for the performed service and is not returned to use. The device will be further investigated. If any additional information is received, a follow-up report will be filed. New information: during service, trouble shooting was performed and the technician discovered that the tubing from the blower to the pressure sensor on the system board was not securely attached, resulting in a leak and a failed pressure test. The tubing has been properly re-secured. Additionally, the correct usb cable was not connected to the display board and has now been attached. The technician performed a complete pvt in accordance with the manufacturer¿s specifications. All tests and calibrations were within tolerance and passed successfully. The system meets the specification for the performed service and is returned to use. The suspected trilogy evo system board was sent to the manufacturer product investigation lab (pil) and is unable to confirm the alleged failure. Visual inspection found no defects. Pil reviewed the original device error log and found no related errors. Pil ran the device and no unexpected errors were generated. Pil determined that the component must have passed blower calibration previously or the blower would not operate properly and errors would have been generated. Pil concludes the component operates properly.